Event description:
It was reported that the patient was a twiddler. The right ventricular (rv) lead was found to be kinked and coiled around the device. The physician decided to explant and replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was distorted due to kinking/buckling.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.